Event description:
It was reported that when the surgeon tried to detach the fist implant, both implants detached. No patient injuries reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device would not deploy both implants simultaneously. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice, this can cause the second implant to deploy prematurely. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.